Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 1. Customer&#38112;blood glucose level was 238 mg/dl. At the time of the report, the customer's blood glucose level was 151 mg/dl. Reportedly, the customer would install a new cartridge.